Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Subsequently, the pump shut down. The issue persisted across multiple usb cables. Additionally, a power source alert occurred and the touch screen was reportedly timing off too soon. The customer's blood glucose level was in the 335-341 mg/dl range. Reportedly, the power source alert cleared and the customer could charge the pump successfully; however still needed to maneuver the usb cable into position in order to initiate charging. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged charging issues were verified; however, the touch screen issue could not be identified.